Event description:
The below description of a product malfunction involving an unspecified tornado coil was taken from clinical study (B)(6). The cohort consists of patients who received one or more nester, mreye, or tornado brand embolization devices during the period from (B)(6) 2014 to (B)(6) 2018. In summary, 110, 129, and 153 patients were included as part of the tornado, nester, and mreye coil cohorts, respectively. Target population: used in patients who require a range of vascular interventions that include permanent vessel (arterial or venous) occlusion. Primary aims: to confirm the safety and performance of the device throughout its expected lifetime and to ensure continued acceptability of the benefit-risk ratio. Data collection type: retrospective collection of data from registries reporting on embolization outcomes or databases established within high-volume centers. The goal of the data collection is to evaluate data from consecutive patients who were treated with at least one of the specified embolization coils (the state of the art recognizes that patient treatment with combination therapies is common, so it is recognized that isolation of specific treatments is not reasonable). Specific objective: this post market clinical follow-up (pmcf) study is intended to address the safety and performance endpoints and assess whether the endpoints are within the acceptable range, as defined within the state of the art. The primary safety endpoint is defined as major adverse events occurring within 30 days of, and associated with, the embolization procedure. The primary performance endpoint focuses on technical success, defined as cessation or restriction of blood flow to the target area following coil deployment. The secondary performance endpoint, defined as clinical success, is assessed differently based on the condition being treated and the anatomic location and is generally defined in the sir quality improvement guidelines as measured results within 30 days of embolization. In addition to the endpoints, relevant long term (> 30 days) adverse events were summarized, reported, and used in the identification of any long-term safety signals. Rationale for the appropriateness of the specific methods and procedures: proactive pmcf activity is necessary in order to verify the continued safety and performance of these devices, and to confirm the continuation of an acceptable benefit-risk ratio. Data collected during pmcf efforts will ensure a robust clinical data set for all embolization devices, and an accurate assessment of the benefit-risk ratio in future evaluations. The data utilized in this pmcf study was sourced from existing data sources such as patient electronic medical records (emr) or registries, which are routinely utilized by healthcare institutions. This pmcf study utilized records at multiple institutions, and data was extracted that was relevant to the primary and secondary endpoints of the study. Potential clinics and institutions were evaluated based on their utilization of emr or patient registries, the volume of cook embolization coils used by the institution, and whether they use all coil types covered by this technical file. As observed in the previously assessed clinical literature, embolization devices are well established technologies that are intended for broad use in the venous and arterial anatomy, and the pmcf activity is intended to continue to support safety and performance in those broad uses. Results: the overall technical success for all coils was 96.7% (95% confidence interval (ci): 94.0%, 98.4%). Therefore, the primary performance endpoint was successfully met and the technical success data supports the continued effectiveness of the embolization coils (nester, tornado, mreye). This data supports that the nester, tornado, and mreye embolization coils continue to be safe and perform as intended. This report focuses on the following event reported in the study results: patient 146 received an unknown combination of tornado and nester coils. On post operative day 0, migration was noted involving 2 of 3 coils distally into the second order branch, requiring larger coils to be placed to achieve complete stasis. This report captures the unspecified tornado coil. The unspecified nester coil is also reported under patient identifier: (B)(6).

Manufacturer narrative:
Suspect medical device: tornado embolization coil or tornado microcoil. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. On 06jul2021, cook received a post market clinical follow-up (pmcf) containing treatment information for patients receiving implantable cook embolization coils. This data was provided by regenstrief institute and addresses patients treated in indiana healthcare facilities. It was reported that a patient received an unknown combination of nester and tornado coils, unknown rpn's. On post operative day 0, it was noted there was migration involving 2 of 3 embolization coils. This complaint is focusing on the tornado embolization coil that migrated distally into the second order branch, requiring larger coils to be placed to achieve stasis. A review of the complaint history, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the possible product device master records (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current instructions for use [t_ce_tem_rev3] state the following: "instructions for use: 1. Perform an angiogram prior to embolization to determine optimal catheter position. 2. Push the loading cannula completely into the delivery catheter. 3. Advance the luer lock connector fitting toward the catheter hub and lock into place. 4. Use the pusher stylet to load the tornado embolization microcoil into the delivery catheter. Note: the stylet must be pushed as far as possible into the loading cannula to ensure proper loading. Remove the pusher stylet and loading cannula. 5. To obtain secure placement of the tornado embolization microcoil, we recommend the use of the pusher stylet to push the microcoil further into the delivery catheter. 6. Once coil is positioned into delivery catheter, verify position of catheter top prior to deployment. Coil design permits delivery into the target vessel by saline/contrast or by push technique using an appropriately sized wire guide or pusher. 7. Perform final angiogram to confirm coil position within target vessel. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the wrong size coil was used, but due to lack of information this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.